Event description:
It was reported that the patient has a low underlying rate. During an auto sensing test the device paced near the t wave due to undersensing of the r wave. The r wave amplitude has fallen to a low value. It was also reported that the capture threshold is elevated. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient has a low underlying rate. During an auto sensing test the device paced near the t wave due to undersensing of the r wave. The r wave amplitude has fallen to a low value. It was also reported that the capture threshold is elevated. The lead is still in use. It was later reported that the device reached elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.